Event description:
The customer reported the system displayed a communication error. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem could not be identified or duplicated. However, the representative flashed nodes, reloaded software and configuration files for good measure. The system was found to be working as intended.